Manufacturer narrative:
Device evaluation: analysis of the returned device identified crease folds and a curved opening. A leak test and microscopic analysis was performed which identified a striated opening on the radius and a sharp opening on the posterior. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: a sharp opening on the posterior assessed as an unidentified (tear) opening. Also observed was a striated opening on the radius assessed as surgical damage, consistent in the use of some surgical tool.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "patient¿s concern with the product" and deflation. Device remains implanted.